Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal end male luer was missing from a clearlink duo-vent continu-flo solution set when the set was removed from the packaging. The missing piece was not found in the overpouch. There was no patient involvement. No additional information is available.